Event description:
It has been reported by a hospital representative that 22 shower commode chairs, model 6891, had clips on the bottom of the seat that are cracking, seats cracking, and/or welds breaking on the legrests. The hospital representative advised that the serial number on these shower commode chairs have gave way to washing, causing the serial numbers to be illegible.